Event description:
It was reported that there had been some ¿downfalls¿. In 1998, the pump would ¿shut off and come back on¿. The patient went through withdrawal for almost a year and a half. It was found that there was a malfunction with the pump. The pump was replaced. It was noted that the pump had ¿given her life back¿. Before the pump, the patient was bedridden and currently the patient could walk. The drug(s) at the time of the event were not reported. However, at the time of the report, the device contained morphine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot j94150782, implanted: (B)(6) 1995, explanted: (B)(6) 2011, product type catheter. (B)(4).